Event description:
It was reported that the customer had consumed 30-40 grams of carbs but entered 118 grams of carbs into the pump when requesting a food/correction bolus. During troubleshooting with tandem technical support, the customer understood that the bolus had been delivered. Customer's blood glucose (bg) level was 172 mg/dl. Customer indicated that food would be consumed to control bg level.

Manufacturer narrative:
Follow up same day indicated that the customer's blood glucose level had normalized. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.